Event description:
It was reported that air was detected in an unspecified quantity of patient line extension sets. The event was further described as ¿big bubbles where the patient line connects to the patient line extension¿. The home patient (hp) was not connected at the time of the event. This occurred after priming on the homechoice for peritoneal dialysis therapy. The technical service representative assisted the caregiver in removing all supplies and starting over with new ones. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: occurred on 05/27/2024 and everyday for the past week. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.